Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0158 competitor implantable tachy lead, (B)(6) 2003; 4469 competitor implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
It was reported that approximately 1.5 months post implant, the left ventricular lead dislodged. The lead was explanted and replaced with an epicardial lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed, no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.